Event description:
It is reported the system was unable to boot as a stator error was displayed. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power motor relay board was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.